Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) underwent a magnetic resonance imaging (MRI) scan. During the scan, the patient reported lightheadedness. Technical services reviewed the device via latitude consult and confirmed there were atrial tachy response (atr) episodes stored that showed a potential loss of right ventricular (rv) capture. The atr episodes showed an atrial tachycardia at a rate of 261 bpm with rapid ventricular response (rvr) at a rate of 130 bpm. It was noted the patient was at 2% at/af events since september 30, 2025. It is unknown if the device was programmed to MRI protection mode for the scan; it was suspected that loss of rv capture during the MRI scan caused the patient to feel lightheaded. The latitude consult review determined the presenting electrogram showed the device was now operating as programmed. No adverse patient effects were reported. No further information was available. The device remains implanted and in service.